Event description:
It was reported the patient's (B)(6) lead was explanted and replaced due to impedance issues for contacts 2 and 3. Although the impedance issues were confirmed via diagnostic testing, the issue did not result in a loss of therapy. Effective stimulation was captured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.